Event description:
A valiant thoracic stent graft was implanted to treat a thoracic aortic aneurysm. It was reported a CT revealed that there is a type ii endoleak on the left side of the aortic sac at the diaphragm and proximal type I endoleak on the underside of the aortic arch. The investigator indicated that these were new observations, related to the device and not related to the procedure. The reported proximal type 1 endoleak in the aortic arch is not associated with any sac expansion. An isolated endoleak that does not communicate with the main aortic aneurysm sac. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).